Event description:
I had the essure coils implanted (B)(6) 2009. Several weeks after being implanted with essure I started experiencing excruciating pain in my left leg and knee. So much so that I went to the dr where I was told I was vit d deficient. I was prescribed a high dose of vit d and that helped for a while. The pain would come and go and I wouldn't think much of it until I was in pain where I would up my vit d. I stayed in pain in my lower back as well. I couldn't even just bend down to pick something up without holding on to something. I would sometimes not even be able to walk because the back pain was unbearable. I would be extremely dizzy I was diagnosed with vertigo. I went to drs and hospital more times than I should have for what I thought was a stroke or heart attack. I began having many panic/anxiety attacks. I began feeling such depression that I could not be motivated to do anything. I missed a good amount of days for discomfort in my stomach. It was not quite a stomach bug but gas that was trapped in there and my stomach would blow up and be so hard that I started omitting anything that I thought would cause bloating/gas from my diet. The migraines were becoming very scary. I thought for sure my head would one day just explode or that I had to have a tumor because that kind of pain could not be normal. I was sent to an eye dr that specialized in issues of the retina. And I was sent to a neurologist as well. The left side of my body stayed feeling numb and tingly. I always felt as though my body was going to have a seizure or that it was not right. I kept feeling "off" I would be talking and if I didn't completely forget what I was talking about I felt like I could just not form complete sentences at times. I had sharp pains in my pelvic area and belly button area. I would have such bad menstrual cycles I had many accidents at work because even though I would have to double up with a pad and tampon I would still bleed through. The cramping was the worst I had ever felt that I would pray that my period would begin on a weekend day so I wouldn't suffer so much at work. On several occasions I remember thinking that my uterus felt as though it was getting ready to push out a baby. I would feel very tender down there and since I was bleeding I would try to put on a tampon thinking it was my period and it was extremely painful to insert one. I can only think that I was possibly having miscarriages on those occasions. I feel that essure was at least keeping its word about being birth control because my husband and I were unable to have intercourse at times due to how much in pain I was. I could feel my fallopian tubes hurting so much that I could not even have relations with my husband. I had so many other issues that I went to my implanting dr with my issues. After he dismissed all my issues I knew that it was time to change to a different gyno. I found a woman gyno and told her about all of my issues and she knew that the only way to help me get relief was to have a hysterectomy. I can say that the month before I had my hysterectomy (surgery date (B)(6) 2014) was the worst that I had ever felt in the 4 years I had the coils implanted. I felt as though I had a hot iron on the upper left part of my back and I couldn't lay down on my back to sleep or even sit back as I was in a lot of pain and discomfort. I also felt bruising on the inside of my skin that I couldn't see visibly on my skin. I am now 12 weeks post op and I am still struggling with issues. I have started seeing a clinical kinesiologist and he found me to be estrogen dominant, my liver is not functioning properly and something in my body is depleting my zinc as my levels are very low. I am trying to feel "normal" and it seems that the coils have left a mess in my body. I was once a rather healthy woman and now I just want to feel at least 80% back to normal. I can say though that the pain that I felt in my left leg and lower back pain since implantation was gone immediately after my hysterectomy. I had submitted an adverse report back in january this is my updated one. My access number is: mw5034024. (B)(4).